Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. After some time, the lead dislodged again and was discovered via thresholds measurements and x-ray test. The plan is to replace the lead and return it for analysis. This lead remains in service. No additional adverse patient effects were reported.